Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis results showed there was a power on reset (por). On (B)(6) 2010 at 08:54:24, the device recorded a critical ram parity error por.

Event description:
It was reported that an electrical reset, noted on a carelink transmission, occurred on (B)(6) 2010 and diagnostics were cleared. The device was interrogated, the reset was cleared and all programming was restored. Afterwards the device functioned appropriately. The patient had not had radiation therapy or travelled recently. The patient had been working with generators recently. The device is still in use. No patient complications have been reported as a result of this event.